Event description:
It was reported that during implant attempt, the lead was tested after taking it out of the package. When extending and retracting the helix, the curvature straightens and then bends in the opposite direction. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was also noted that the lead appeared damaged at implant. Analyst visual comments revealed that the lead was returned with a stylet inside and the stylet was found bent upon removal, and damaged at implant. A small white substance (fixation system other) was seen on the helix, photograph's were taken. The lead performs within specifications.